Event description:
On march 4, 2022, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor ((B)(4)). Details are as follows: the event occurred around (B)(6) 2022. (The exact date is unknown.) The dentist was performing a dental procedure on a patient using the z45l handpiece (serial no. Unknown). During the procedure, the handpiece head overheated and the patient received a minor burn injury to their lip.

Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the distributor, (B)(4) corporation, under report number (B)(4).

Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device, which included measuring the operating temperature of the device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z45l device [serial no. (B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted temperature testing of the returned device in the following manner: b.1) temperature sensors were attached to the exterior of the device at various test points. This included the point most proximal to the patient (testing point (1)) and points further toward the distal end of the device (testing points (2) through (4)). The test setup was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. B.2) nakanishi attached a thermocouple (sensor to measure temperature) to each of the testing points. Nakanishi rotated the device's motor at (B)(4), which is the maximum rpm for the motor that drives the handpiece ((B)(4) for the handpiece), with water spray, and measured the exothermic response. B.3) nakanishi measured the temperature rise of the returned handpiece set at (B)(4) (motor revolution (B)(4)). Nakanishi observed an abnormal temperature rise at test point (2) a few seconds after the start. Temperature measurements 5 minutes after the start are as follows: - test point (1): 47.3 degrees c. - test point (2): 54.2 degrees c. - test point (3): 38.6 degrees c. - test point (4): 37.9 degrees c. Identification of the specific failure mode(s) and/or mechanism(s) of the associated device components was conducted as follows: a) nakanishi disassembled the handpiece and performed a visual inspection of the internal parts. Nakanishi observed the following: - the bearing retainer in the ball bearing on the front side of the cartridge was abraded and soiled. - the headcap and internal gear were discolored and soiled. B) nakanishi took photographs of all the disassembled parts and kept them in investigation report no. (B)(4). Conclusions reached based on the investigation and analysis results: a) nakanishi determined that the cause of the overheating of the returned device was abnormal resistance during rotation due to the abraded bearing retainer. Nakanishi considers the possibility from many years of experience that the cause of the abraded bearing retainer was the ingress of undesirable materials into the bearing. B) a lack of maintenance caused the accumulation of debris on the internal parts, which caused debris ingress into the bearing during rotation. This contributed to the handpiece overheating. C) in order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi reported the above evaluation results to nsk america and directed nsk america to remind the user of the importance of maintenance, as instructed in the operation manual.

Event description:
On april 7, 2022, nakanishi received detailed information on the event from the distributor. - the procedure the dentist was providing at the time of the event was performing an extraction and bone graft procedure. - during the procedure, the patient received a minor burn to their lip appropriately 6mm in diameter. - the patient is reported to have healed normally without any need for additional medical treatment.